Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) at 300 mcg/day with an unknown concentration. The reason for use was intractable spasticity and cerebral palsy. It was reported that the patient had spinal fusion surgery on (B)(6) 2019 and has been in the ICU intubated since the surgery. The op note mentions a possible concern that the catheter may have been damaged during the surgery but is not confirmed. Caller states she would like a mdt rep to check the pump status. Discussed with the caller the information received from checking the pump status is pump related not catheter related. Discussed imaging and catheter access port (cap) dye study. Discussed contacting the patient¿s managing pump physician. The caller was redirected to nas to page a local manufacturer¿s representative (rep). There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated it was unknown if a device issue was confirmed. It was also unknown if any actions/interventions were taken to resolve the catheter damage and if the catheter damage was resolved. The catheter serial number and patient weight were not provided. There were no further complications reported/anticipated.